Event description:
It was reported that there was an alarm for air in lines two times during treatment. Blood was discarded twice during treatment, resulting in loss of two cartridges of blood. Patient completed treatment successfully on another tablo. No patient adverse event was noted as a result of this incident.

Manufacturer narrative:
At this time, no definitive conclusion or root cause has been identified. Root cause investigation is still in progress.